Event description:
It was reported to medtronic minimed that the customer experienced a crack on retainer ring, belt clip rail, and battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked retainer ring, cracked battery tube threads and cracked case at the battery tube side. No cracked/broken/missing belt clip rails noted. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, faded/stained/peeling serial number label, pillowing keypad overlay and stained keypad overlay. The pump passed the active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 4 days. No blank display noted during testing. The pump history file lists data on 06/03/2025 to 08/03/2025. Unable to perform the history review 1 week prior to the event date 14-aug-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). Damage-retainer ring damage confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Damage- belt clip damage or missing not confirmed. The pump passed the required tests. Display anomaly-blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.